Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was conducted with no relevant findings. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that on (B)(6) 2019 a patient underwent a left superficial femoral artery antegrade access and a laser atherectomy to the level of the popliteal artery was performed. At the end of the procedure, a 5f celt closure device was deployed in order to close the antegrade puncture. Haemostasis was achieved initially however, after 20 minutes a haematoma was noted and bleeding was observed at the access site. A 10lb pressure bag was placed on the access site for 45 minutes. Haemostasis was obtained and the patient was ambulated and subsequently discharged after approximately 3 hours. Approximately 2 weeks later the patient presented to the clinic with decreased circulation in the left leg and clinical evidence of decreased perfusion of the left foot. Patient was subsequently brought to surgery on (B)(6) 2019. During the operation, it was found that the celt had migrated to the popliteal artery. The implant was explanted and according to follow-up on (B)(6) 2020 patient made a good recovery post-surgery.